Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered switch number 1 was working intermittently due to a worn out switch board, no image displayed due to a shortage in cable, failed leak test due to puncture on cable near camera head area and the rear cover label was faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, problems with scope connection on the 4k autoclavable camera head. Upon inspection and testing of the customer returned device, nothing coming up when plugged in. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty cable. The specific root cause of the faulty cable. Could not be determined at this time. Olympus will continue to monitor field performance for this device.